Event description:
New information received notes that it was unknown what caused the threshold to go up and capture was still seen at high thresholds.

Event description:
It was reported that a patient presented with high capture thresholds noted on the patient's right ventricular lead. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.